Event description:
Pt had an arthrotomy of left knee, possible removal of a cemented revision type of stemmed implant done in 2003. During the surgery a high speed cutting bur was used for cutting the bone cement interface of the femoral component. Pt was treated by the surgeon on 11/15/2003 and 3/13/2004 for pain and swelling. Pt was seen at another facility. In 2005, x-rays taken demonstrated a retained ball tipped pin or pineapple bur in pt's distal tibial shaft with changes that were highly suggestive of local infection. Pt underwent surgery for removal of hardware.